Event description:
The customer contacted baxter's service center regarding a low drain volume alarm which occurred on the homechoice (hc) during the patient's previous therapy. The home patient (hp) said that she had received the alarm and then powered off the hc. The hp then reprimed the same supplies with the patient line closed. The hp completed fill 1, and were requesting to end therapy. The technical service representative explained about reusing supplies and priming while connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.